Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for post operative check. Upon interrogation the right ventricular lead was found to be dislodged. No electrical anomalies were associated with the lead dislodgement. The patient presented in the operating room for scheduled lead revision. The lead was explanted and replaced without any adverse events. The patient was stable throughout the procedure and will continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.